Event description:
The customer reported the ventilator went vent inop and alarmed while in use on a patient due to an exhalation autozero failure. The customer reported there was no patient harm. An autozeroing failure may affect the accuracy of the system pressure measurement and may result in a vent inop occurrence during normal ventilation mode operation. Vent inop, when in use, will stop providing ventilatory support to the patient. The manufacturers service technician was unable to duplicate the reported event, however during service testing reported the exhalation pressure was out of specification. The service technician replaced the sensor pcb board and 3 station solenoid to complete the service. Performance verification testing was completed and tests passed to operating specifications.